Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the initial implant procedure, low sensing values and high capture threshold were noted on the atrial lead. When the physician attempted to reposition the lead, the helix would not extend or retract. The atrial lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
A complete lead was returned in one piece with helix being severely stretched, bent and clogged with dry body fluid. X-ray examination found an over-torque of inner coil in connector region. Electrical tests did not find discontinuities on any conduction paths but found intermittent short between outer and inner coils due to the over-torqued inner coil, consistent with procedural damage. The cause of the reported events was isolated to damaged helix and over-torque of inner coil in the connector region. All damages found were consistent with procedural damage. The reported event of the lead intermittent sensing, intermittent sensing were confirmed and helix failure to rotate.